Event description:
On (B)(6) 2010, pt stated she was implanted with matrelle gel silicone breast implants during breast reconstructive surgery. Six months later, she suffered from a rash and a severe burning sensation. She immediately went to the ER. She was given a pain shot, an x-ray was taken and she was referred back to her surgeon. She alleges that she was given a false diagnosis of shingles and began pain management. She had gone back to the ER on many occasions since then. About six months ago, she developed the following: fibromyalgia symptoms, ambulation difficulties, neuro-cognitive changes, chronic fatigue, heartburn, vomiting, and weight loss, stomach pain, urinary and bowel problems, infections, emotional and quality of life changes. She said that she feels as though she is slowly dying. She has requested that she have the implants removed but, according to the pt, her surgeon will not remove them due to a balance of (B)(6).